Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that a patient had an initial tsa on (B)(6) 2018 and was discharged home on (B)(6) 2018. The patient is reporting experiencing anterior type shoulder pain since he was discharged on (B)(6) 2018 and denies any trauma. On (B)(6) 2018, a closed reduction was attempted without success, so the patient was revised by upsizing the polyethylene component. No other information is available.

Manufacturer narrative:
Section h10: (b2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (B5) describe event or problem: as reported, approximately 12 days postop the initial procedure, the patient states he has had pain denies any trauma since he was discharged from the hospital (B)(6) 2018. He reports anterior-type pain. Attempted closed reduction under anesthesia in the operating room. Should closed reduction be unsuccessful, we would proceed with open reduction and plan on upsizing the polyethylene component. The case report form indicates this event is possibly related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. The case report form indicates treatment is resolved. (E3) occupation: physician . (G5) PMA/510(k)number: k063569. (H3) as reported, approximately 12 days postop the initial procedure, the patient states he has had pain denies any trauma since he was discharged from the hospital 9/8/18. He reports anterior-type pain. Attempted closed reduction under anesthesia in the operating room. Should closed reduction be unsuccessful, we would proceed with open reduction and plan on upsizing the polyethylene component. The case report form indicates this event is possibly related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. The case report form indicates treatment is resolved. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient conditions. (H6) evaluation codes: 2374, 2993.

Event description:
As reported, approximately 12 days postop the initial procedure, the patient states he has had pain denies any trauma since he was discharged from the hospital (B)(6) 2018. He reports anterior-type pain. Attempted closed reduction under anesthesia in the operating room. Should closed reduction be unsuccessful, we would proceed with open reduction and plan on upsizing the polyethylene component. The case report form indicates this event is possibly related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. The case report form indicates treatment is resolved.